Manufacturer narrative:
.

Event description:
It was reported to philips that the heartstart xl defibrillator pacemaker was not sensitive. Additional details have been requested. There was no negative patient impact.

Event description:
It was clarified that the existing adult pad used did not apply to the heartstart xl+. There was no negative patient impact. Another device was used to treat the patient.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.